Event description:
The patient suffered a transient ischemic attack (tia) during a carotid stenting procedure. The patient also developed an elevation of troponin levels consistent with an acute myocardial infarction (mi).the patient had an irregular, ulcerated lesion in the left internal carotid artery (lica). The physician placed a 6mm angioguard distal to the lesion followed by pre-dilation with a 4mm balloon. An 8x30mm precise stent was placed in the lesion and the stent was post-dilated with a 5mm aviator balloon. During post-dilation, the patient was noted to have become uncommunicative. The patient suffered behavioral change, aphasia and dysarthria. There was slow perfusion through the stent after post-dilation. The patient responded to intravenous (IV) fluids, atropine, and the removal over the distal protection device. Over the next twenty minutes, the patient¿s status returned to baseline. Diagnosis was a tia. The patient did however develop an elevation of troponin levels consistent with an acute mi. The patient is currently undergoing conservative cardiac management.

Manufacturer narrative:
Concomitant medications cont.: synthroid, lasix, potassium, coreg, prilosec, zocor, plavix, aspirin, avodart, lovenoxthe product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report #9616099-2010-00186, 1016427-2010-00027, 9610978-2010-00046.

Manufacturer narrative:
It was reported via the sapphire that during a stenting procedure of the left internal carotid artery (lica) the first angioguard ((B)(4)) was damaged prior to use. The device was not used in the patient. After placement of the precise stent ((B)(4)) with an angioguard ((B)(4)) embolic protection device in place, during post stent dilation with an aviator plus ((B)(4)) the patient had neurological changes with hypoperfusion diagnosed as a transient ischemic attach (tia). The patient also developed an elevation of troponin levels consistent with an acute myocardial infarction (mi). At baseline the patient's history included hyperlipidemia, congestive heart failure, CABG, coronary artery disease, hypertension, and recent myocardial infarction (>24 hours < 6 weeks). The patient was symptomatic with an nih score of 0 and rankin score of 0. The proximal lica 95% stenosed lesion was mildly calcified with moderate tortuosity, irregular, ulcerated, with a lesion length of 25mm without thrombus. The reference diameter was 5.0mm total length of stented segment was 30mm. The lesion was predilated with no documented dissection. The 6mm angioguard was placed distal to the lesion without technical difficulty or associated adverse event. The lesion was pre-dilated with a 4mm balloon. The 8x30mm precise stent was placed in the lesion without technical difficulty or adverse event followed by post dilation with the 5x20 aviator balloon. During post-dilation the patient was noted to have become uncommunicative. The patient suffered behavioral change, aphasia and dysarthria. There was slow perfusion through the stent after post-dilation. The patient responded to intravenous (IV) fluids, atropine, and the removal over the distal protection device. It was indicated that there was debris in the angioguard upon removal. Over the next twenty minutes the patient's status returned to baseline. Diagnosis was a tia. The patient did however develop an elevation of troponin levels consistent with an acute mi with conservative cardiac management. Angiography two hours post initial stenting reported left carotid circulation revealed satisfactory perfusion of the left anterior cerebral as well as the left mca. Both beds perfused satisfactorily. No obstructive process was suspected. The left anterior cerebral artery perfused very well from this left injection as compared to before stenting when there was essentially no perfusion from this left carotid system. Subsequent CT was unremarkable. And ultrasound of carotid revealed normal velocities. Antiplatelet therapy included pre and post procedure and discharge clopidogrel and aspirin. The patient was discharged six days post index procedure. Discharge and 30 day follow-up nih stroke score scale was 0 and rankin score was 0. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction (mi) and tias are known potential complications of carotid stenting and is listed as such in the instructions for use. The patient's significant history of coronary artery disease and recent mi puts him at greater risk for mi. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. In addition blood flow may be affected by trapping of debris in the angioguard as intended and/or response to stimulation of baroreceptors. Review of the information suggests that vessel / lesion characteristics, procedural factors, and patient factors may have contributed to the reported event. There is no indication that the reported adverse events are related to the design or manufacturing process of any of the cordis devices; therefore, no corrective or preventative actions will be taken. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report #9616099-2010-00186, 1016427-2010-0002, 9610978-2010-00046.